Event description:
It was reported that during the implant attempt, the physician was unable to get the right ventricular lead to stay in place. The lead had dislodged multiple times. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.